Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had extended charge times in mid-life, but elective replacement indicator (eri) had not yet been reached. The field representative consulted with boston scientific technical services (ts) to get an estimated remaining longevity and this was discussed. It was noted that this ICD was included in the shortened replacement window advisory communicated in (B)(4) 2007. The field representative did not have enough history information on the device to know if the device displayed the characteristics of the advisory. Therefore, ts reviewed intensified follow-up and time to change-out of thirty days once eri is declared. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.